Event description:
The physician was performing a digital subtraction angiography (dsa) in the head. The physician encountered difficulty retrieving the cath st .038 (455661) through the sheath introducer. Torquing difficulties occurred at the beginning of the examination in the aortic arch while trying to explore the supraaortic arteries. The problem occurred in the first 10 mins of the examination while exploring the aortic arch and leaving the arteries. The attempts finally resulted in a twisted catheter in the iliac artery. The torquing difficulties in the aortic arch (the catheter did not follow the movements in the groin) eventually led to the detection of the iliac loop. The loop formed in the iliac artery. Within the loop, a like (which was the basic problem) occurred that could not be passed by a guidewire and even inhibited aspiration or injection. The in turn obviated to erect kink and loop. If there had been only a loop and not a kink, this would have been managed and retrieval supposedly could have been managed. The loop was presumably obtained while torquing the catheter. The catheter kinked about 15cm from the hub just outside the introducer. The catheter was retrieved by local surgery. There was considerable tortuosity in the iliac artery and elongation and tortuosity of the abdominal aortic artery. A 6 french terumo sheath introducer was used. The catheter was appropriately inspected before usage and no anomalies were found. There were no difficulties experienced advancing the catheter through the sheath introducer. There were no other noted problems encountered during the procedure. There is an unsubtracted digital image of the loop of the catheter no other diagnostic images of the examination is available. The product will be returned for analysis.

Manufacturer narrative:
The product has been received; however, analysis has not begun as stated. Add'l info will be provided within 30 days of receipt.